Event description:
Ous MDR - after an implant duration of about 53 months, it was reported that the device indicated an increased current drain during interrogation. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.